Manufacturer narrative:
The insulin pump alarmed button error and had an unresponsive esc and act buttons due to moisture damage on keypad traces. The insulin pump had minor scratches on lcd window, cracked case on the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a button error alarm and was not able to clear. It was also reported that buttons were not responding. Insulin pump would need to be replaced.